Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by a patient that she underwent a sling procedure on an unknown date. Following the procedure, the patient experienced pain, discomfort, and urinary retention. No further information was provided.